Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "dr. Contacted me last night stating that this tmzf/lfit femoral head had trunnionosis and the neck of the femoral stem had fractured. He is revising the stem today ((B)(6) 2024)." Right hip. Surgeon is inquiring if any implants were recalled.

Event description:
As reported: "dr. Contacted me last night stating that this tmzf/lfit femoral head had trunnionosis and the neck of the femoral stem had fractured. He is revising the stem today (B)(6) 2024." Right hip. Surgeon is inquiring if any implants were recalled.

Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical information, patient medical history or surgical procedural data were provided for review. Based on the undated/unlabeled images, a fracture occurred at the trunnion/neck of an accolade style stem. An unlabeled photo of an explant showed severe tunnionosis and a metallic implant fracture. A revision was noted to be planned. An unlabeled/undated single x-ray showed a revision restoration modular stem. There was a query as to whether the implants had been recalled. Not patient outcome data were provided for review. Event confirmation: trunnionosis and fracture of an accolade stem can be confirmed. A revision surgery cannot be confirmed, but an unlabeled x-ray did show a revision stem. A recalled device cannot be confirmed. Root cause: the root cause of the unconfirmed revision would be trunnionosis and prosthetic implant fracture. The root cause of the trunnionosis and metallic fracture cannot be ascertained. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem & trunnionosis. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical information, patient medical history or surgical procedural data were provided for review. Based on the undated/unlabeled images, a fracture occurred at the trunnion/neck of an accolade style stem. An unlabeled photo of an explant showed severe tunnionosis and a metallic implant fracture. A revision was noted to be planned. An unlabeled/undated single x-ray showed a revision restoration modular stem. There was a query as to whether the implants had been recalled. Not patient outcome data were provided for review. Event confirmation: trunnionosis and fracture of an accolade stem can be confirmed. A revision surgery cannot be confirmed, but an unlabeled x-ray did show a revision stem. A recalled device cannot be confirmed. Root cause: the root cause of the unconfirmed revision would be trunnionosis and prosthetic implant fracture. The root cause of the trunnionosis and metallic fracture cannot be ascertained. Additionally, the surgeon inquired if this device is in scope of a recall; based catalog and lot number, it was confirmed that this device is not in scope of a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.